Manufacturer narrative:
H10. Additional manufacturer narrative: host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Added information to b5, b7, f10, h6.

Event description:
Edwards received information a 29mm mitral valve implanted in the mitral valve was explanted after an implant duration of two (2) years, seven (7) months, due to pannus overgrowth leading to stenosis and regurgitation. This case involved a patient of 35 years of age. As per op report, there was found fibrous ingrowth around atrial and ventricular aspect of the mitral valve with leaflet tissue wrapping around the valve structs at explant. A non-edwards valve was implanted in replacement.

Event description:
Edwards received a notification a 29mm mitral pericardial valve implanted in the mitral position was explanted after an implant duration of 2 years and 7 months due to pannus overgrowth leading to stenosis and regurgitation.

Manufacturer narrative:
H10. Additional manufacturer narrative: host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. H11. Corrected data: corrected reasons for procedure in b5 and f10.

Manufacturer narrative:
The device was not retuned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a notification a 29mm valve implanted in the mitral position was explanted after an implant duration of 2 years and 7 months due to stenosis and regurgitation. A non-edwards valve was implanted in replacement. The patient was noted as to be recovered. No additional information was provided.